Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine procedure, muscle stimulation was noted when testing the right ventricular lead at high outputs. It was thought that an insulation breach may have occurred. Fluoroscopic imaging was normal. All electrical values were normal. The lead remained in use.